Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's stimulation was not working. It was noted that the patient was in an accident on (B)(6) 2016 that could have been related to the issue. The patient had an appointment to see the hcp on (B)(6) 2016. The patient symptoms included stimulation not working and back pain, both of which were noted to a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.